Event description:
Silicone breast implant on the left ruptured. Silicone leaked into breast cavity resulting in bilateral capsulectomies and bilateral implant exchanges with saline implants. Left silicone implant was leaking silicone. The right silicone implant was not leaking. Implantation date unknown.